Event description:
It was reported that an unspecified malfunction occurred. The patient reported that the sensor had stopped displaying glucose readings but she could not recall a specific message on the display device. This issue caused the insulin pump to stop delivering insulin. The patient's blood glucose rose to over 700 mg/dl resulting in severe symptoms (no symptoms specified) requiring hospitalization and a week-long stay in the ICU. The patient did not provide further event details. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a review of the data logs were performed. The logs indicated that the sensor session began on (B)(6) 2025 at 12:56 am. The sensor session lasted 10 days and ended due to unknown reasons on (B)(6) 2026. There was no bg calibrations attempted during the sensor session. On the date of the reported event ((B)(6) 2025) there were numerous glucose alerts, both high and urgent low alerts throughout the day. All alerts were found to have performed as intended. No malfunctions were found in the data. It was noted, however, that the high, low and urgent low soon alerts were set to vibrate and therefore may have not been easily recognized. The allegation and probable cause was undetermined.